Event description:
A caller reported that the pump battery would not charge, despite using a tandem charging cable and attempting to charge the battery via a wall outlet. There was no adverse impact on the customer's blood glucose level. Multiple troubleshooting steps, including using a different wall adapter and charging cable, failed to resolve the issue. Technical support decided to replace the pump, confirming the customer's understanding of how to store the pump before returning it. The replacement pump was covered under warranty, and the customer planned to use a manual insulin delivery method in the interim. The customer was instructed to return the problematic pump with a pre-paid label.